Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on the posterior side assessed, as surgical impact opening (shell thickness within specification). And missing shell assessed, as inconclusive. Capsular contracture: unable to observe, as it is a medical event. Not related to the device. Additional observations: stress marks are observed assessed, as non-penetrating nick. Creases are observed. No further actions are required, as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6

Event description:
Healthcare professional, additionally reported. Right side capsular contracture, baker grade unknown. Device has been explanted and replaced.

Event description:
Healthcare professional additionally reported right side capsular contracture baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.